Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into diagnosis and potential repair measures after the event. Dräger contacted the user facility for the purpose to obtain further information but no additional details could be provided. The ufr was the only source of information which does not allow a case-specific evaluation. The device is six years old, status of repairs and preventive maintenance is unknown. A shutdown would be an indication that the supply with electrical energy got lost. The device is equipped with an internal battery to cover mains power losses for at least a period of time. A complete shut down will only occur if the device ran on battery already until the latter was depleted or if more than one failure condition was present, for example if the device was put into operation with a worn/depleted battery and mains power got lost for whatever reason. A power loss will be alarmed by a buzzer which is buffered by an independent power source (gold cap capacitor). Finally, an explanation for the reported event could not be found due to lack of information. In fact and, since it was reported that a nurse was present at bedside when the shutdown occurred, it cannot be excluded that interaction with the device was a contributing factor in the event. Under consideration that indeed a shut-down has occurred, it may have been related to component malfunction, infrastructure issues, lack of preventive maintenance, use error or a comnbination of multiple factors. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device suddenly shut itself off during a running ventilation episode while a nurse was at bedside. The users reportedly replaced the device in a controlled maneuver; the event did not result in any consequences for the patient.